Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. During the second firing while dividing the stomach, the first reload only fired 1/4 of the way. The surgeon waited 30 seconds but it still did not advance. The surgeon replaced the reload and the same malfunction occurred. The partial firing caused an incomplete proximal staple line. The staple line and case was completed using a new reload, adapter, and handle. No patient injury.